Event description:
It was reported that the wireless recharger (wr) system was not working/stopped loading. They tried restarting the wr without success. The issue was not resolved. There were no problems with the patient. A replacement was requested.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the wireless recharger (serial #: (B)(6)) revealed that the recharger was unresponsive. The led's were set and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.